Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed,¿ and repeated alert 38 motor stall notifications persisted through multiple restarts, including attempted dry runs without supplies; blood glucose levels were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.